Event description:
It was reported that during an afib procedure, a patient suffered pericardial effusion. Pericardiocentesis was performed. The patient was taken to the or in critical condition. In spite of multiple attempts done to inquire further information regarding the details of this adverse event including the patient's updated health condition for this case, no clarification has been provided.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: unknown. C3 nav variable lasso catheter (device was discarded by the customer/ not returned for investigation): model #: d-1290-02-s, lot #.: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).